Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were described as "high" but specific values were not provided. Suspected cause of elevated bg was not known. Customer addressed high bg with a manual injection. Customer declined to provide further information and troubleshoot with tandem technical support.